Event description:
The tech alleged that the side rail was unable to latch. No pt impact.

Manufacturer narrative:
The tech found the side rail latch was bent. The tech replaced the side rail latch, shoulder screw and nut to resolve the issue.